Event description:
It was reported that the holding pins of the battery from the colibri power tool are broken. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufacture date was 12/21/2010. Additional evaluation was performed: the battery casing was analyzed. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face of the broken pins was homogenous which indicates material conformity. Based on the provided information, the cause of this occurrence could not be determined. It can only be assumed that it fell or was hit by another instrument that damaged the pins. No product fault could be detected. (B)(4)